Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. The device eval confirmed a hole in the hose assembly. The hose assembly was replaced and add'l preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during preparations for a procedure, the hose portion of the pneumatic drill tore open. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.